Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that multiple cartridges did not fit onto the pump. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 150 mg/dl.